Event description:
It was reported that there was a questionable lead fracture. It was further reported that there was oversensing, and an apparent crush and svc coil fracture seen under fluoroscopy. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual lead involved was not received for analysis. Performance data collected from the ICD device indicates that impedance trends did not not show an issue. The lifetime ventricular sensing integrity counter is 7519. A high value of this count can indicate a possible intermittency in the system.